Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company's acceptance criteria. During on site visit the service engineer aligned system per service and installation record (sir), system meets specifications per sir. The technical root cause could not be identified with the information available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported several cases where the surgeon noted a small tag during lasik flap lifts on patients eyes. Upon follow up, no trouble with outcomes was reported.